Event description:
It was reported that a dexcom g7 continuous glucose monitor provided glucose readings to the dexcom app but failed to pair with the ilet bionic pancreas, consistent with a communication or connectivity issue between the cgm and pump. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included user-guided troubleshooting consisting of verifying cgm menu status, confirming pairing failure, cycling connection settings, removing the sensor from the body, restarting the pump, and attempting re-pairing. Investigation of this case revealed that the device pairing remained unsuccessful at the time of the call. It was concluded that the event involved a device communication failure between the cgm and ilet, and the user planned to wait for reconnection or use a new sensor if pairing did not occur.